Event description:
It was reported by hospital staff that a patient presented to the clinic for a drive line repair with a clinical engineer from the company. The patient reports difficulty with power port #1 loosing connectivity with the power source. Power port #1 was tested with multiple batteries and the issue with obtaining a secure connection to power port #1 was reproducible. The controller was exchanged. It was also noted that the patient is hemodynamically stable and there were no consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Device was discarded.

Manufacturer narrative:
The controller, con091244 associated with the event was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and no analysis of the device, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.